Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheated and shutdown. No patient harm or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheated and shutdown. No patient harm or adverse event was reported.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) overheated and shutdown. No patient harm or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the reported issue. The stm reviewed the log files which showed multiple compressor adjustment speed notations but no overheating errors were logged. The stm then verified that the fans were functioning and noted that the system was due for preventative maintenance (pm), which he performed along with all functional and safety tests, then left the system running overnight with a test balloon running at 120 bpm. The stm checked with clinical engineering at the facility the following day and the system was still running and had not overheated or shutdown. The stm then released the iabp unit for clinical use.